Event description:
It was reported that on (B)(6) 2008, patient underwent a t7-t8 posterior spinal fusion with instrumentation, the augmentation of posterior spinal fusion with local bone graft, and the right t7-t8 laminotomy, foraminotomy, and discectomy. On (B)(6) 2008, patient underwent a c4-c5 posterior cervical fusion, the right c5-c6 foraminotomy, and the augmentation of posterior cervical fusion with rhbmp-2/acs and local bone graft. On (B)(6) 2009, patient underwent a t3-t4 and t5-t6 laminectomy foraminotomy and discectomy, the t3-t4 and t5-t6 anterior spinal fusion with placement of local bone graft, and the posterior spinal fusion at t3-t8 with rhbmp-2/acs and local bone graft. Postoperatively, patient now suffers from injuries including chronic pain syndrome, back pain, neck pain, arm pain, shoulder pain, numbness and tingling, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient sustained unspecified injuries following the use of (B)(4) in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.